Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle hub broke which resulted in leakage at the luer connection. The substance bursts through the needle shaft. The syringe would not attach and the needle hub continued to rotate in a vacuum. There is a crack in the needle tip between the needle and the screw thread. The syringe broke between the needle and the start of the syringe.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples and pictures were received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.